Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during an ureteroscopic lithotripsy procedure in the bladder performed on (B)(6) 2020. According to the complainant, during the procedure, inside the patient, it was noticed that the bladder coil was broken. Reportedly, there was no detachment of the polaris ultra ureteral stent inside of the patient. Another device of a different model was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be stable. ** additional information received on may 18, 2020 ** during the preparation of the ureteral stent it was noticed that the bladder coil was broken outside the patient.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device code 2907 captures the reportable event of coil detached inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the proximal section (shaft) was detached. The suture string was not returned for analysis. No other issues with the device were noted. The reported event of coil detached was not confirmed, however; according to the analysis, the stent was detached at the proximal section (shaft). Based on product analysis, it is possible that the failure found, shaft detached, is an issue that could have been generated by the user or due to the interacting of the device with the suture string. The most probable cause of those failures is adverse event related to procedure since it is the most likely that the adverse event occurred during the preparation and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block b5: additional information received.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during an ureteroscopic lithotripsy procedure in the bladder performed on (B)(6) 2020. According to the complainant, during the procedure, inside the patient, it was noticed that the bladder coil was broken. Reportedly, there was no detachment of the polaris ultra ureteral stent inside of the patient. Another device of a different model was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be stable.